Event description:
PICC line magnet broken on the tip of guidewire when removed from catheter after placement. A second radiograph was included of a PICC line that was attempted to be placed. A short segment of metallic wire is seen in the distal tip of the catheter measuring 4.3 cm in length, possibly a portion of the guideline what was reportedly broken. The PICC line was removed and replaced with a bard power PICC solo catheter. FDA safety report ID#: (B)(4).